Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that act button of insulin pump did not work. Customer stated that the insulin pump had motor error. The customer stated that the drive support cap was normal. Customer did not report an motor position encoder error alarm. Customer was unable to complete pump rewind. Customer was advised to observe time clock for one minute to verify if time advances and it was advance. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.